Event description:
It was reported the patient enrolled in the shock less study, received an inappropriate shock from the defibrillator. The patient complained of chest pain afterwards. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.